Manufacturer narrative:
(B)(4). Results - bd received 1 photo and no samples from the customer facility for investigation. Based on the evaluation of the photo, bd observed an underfilled tube. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint. There were no related quality notifications. All process and final inspections comply with specification requirements. Conclusion - confirmed from a previously investigated complaint.

Event description:
It was reported that 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube with a gold bd hemogard¿ closure did not present vacuum and that it did not collect sufficient sample for the correct process of the pre-analytical phase. No injury or medical intervention.

Manufacturer narrative:
Additional information: device history record review: a review of the device history record was completed for this batch. Product was manufactured at the bd (B)(4) site in november 2016. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. No ncmrs were raised for this issue.